Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardioverter defibrillator (ICD) was unable to be interrogated. No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: section g3 - the awareness date of the previous supplemental report should have been 4 nov 2022 rather than 14 nov 2022.

Event description:
Additional information received notes that the implantable cardioverter defibrillator was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was stable.